Event description:
It was reported that the patient was admitted into the hospital due to seizures. When their device was checked the battery status and impedance value was noted to be within normal limits. No other relevant information has been received to date.